Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, a healthcare professional (hcp) regarding a consumer who was implanted for gastric stimulation and gastrointestinal/pelvic floor, reported that the consumer had a return of symptoms that started in (B)(6) 2016. The hcp was trying to reach a manufacturer representative; no device issues were reported. On 2017-jan-24, additional information received from the consumer¿s family member reported therapy had not been working for the past six (6) weeks and was trying to contact a manufacturer representative to adjust the stimulator. It was noted that this was a gradual change and the consumer was currently in the hospital.